Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device "will not power on with new battery", which was not reproduced. The device was found to be able to power on, however the device would intermittently power off and on while being handled. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced.

Event description:
It was reported that a spectrum pump would not power on with new battery. Any patient involvement, injury or medical intervention is unknown.